Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31719. It was reported the patient fell and experienced ineffective therapy. Diagnostics discovered multiple contacts with high impedance along with a possible lead fracture for one of the patient's leads. Reprogramming was unable to resolve the issue. In turn, surgical intervention was undertaken wherein one of the existing leads was explanted and replaced. Effective therapy was established post-op. It is unknown which lead is related to the issue. Therefore, all suspected leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.